Event description:
Centrifugal pump motor stopped twice during cardipulmonary bypass. Backflow alarm sounded, however pump started within a couple seconds and the perfusionist did not report concern of air entering the arterial line. Hospital confirmed there was no pt injury.